Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: vasospasm. Time of symptoms/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the stent jumped during deployment approximately a centimeter and a half, not covering the most proximal part of the lesion. Therefore, a second rx acculink was successfully deployed, overlapping the proximal end of the first stent. Additionally, after the embolic protection device was retrieved, angiograms showed a vasospasm distal to the stents. Nitroglycerin was administered intra-arterially. The patient remained neurologically intact and was discharged home 5 days post procedure.

Manufacturer narrative:
The stent remains in the patient. The lot number was not identified; therefore, a device history record could not be performed.